Event description:
Information was received indicating that a smiths medical cadd administration set being used with a cadd pump caused an "air in line" alarm. The pump alarmed after 15 minutes in use. The tubing was examined and there was no air noted in the tubing beyond the filter. The cassette was removed from the pump and there was some air in it. The air was removed, the pump was primed, the tubing was reconnected to the patient and the issue was resolved. There was no patient harm.